Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/14/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During visual evaluation, the device was observed to be ruptured. Additionally an anomaly within the rupture was observed consistent with shell abrasion. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implant experienced bilateral rupture and right sided capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant on (B)(6) 2020. This medwatch form is for the right breast prosthesis.